Event description:
It was reported that the 4092 lead experienced high thresholds and the patient reported feeling dizzy. The lead was capped. During the attempted implant of the replacement lead, the 3830 lead could not get decent thresholds. A different replacement lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed with no anomalies found.